Event description:
It was reported the patient had experienced a loss of paresthesia in the last months of 2012. Impedances were measured and electrodes 3, 6, and 7 showed greater than 4,000 ohms. It was stated the lead was explanted and replaced with a new lead. The patient's status was listed as no injury and no adverse event. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the lead (lead (B)(4) 1x8 lz std) found its conductor broken at or near titan anchor 18.2 cm from the distal end. Titan anchor was located 18.6 cm from the distal end. Functional test revealed open circuits and no short circuits. Analysis of the anchor (anchor (B)(4) titan) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, serial# unknown, explanted: (B)(6) 2013. Product type: lead. (B)(4).